Event description:
Additional information received indicated the surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was repositioned and both leads were explanted, and new leads were implanted. This addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32522. Related manufacturer reference number: 3006705815-2020-31984. It was reported the patient¿s ipg had flipped in the pocket causing the leads to fracture. Surgical intervention may take place at later date to address the issue.